Manufacturer narrative:
We cannot determine if our product did or did not cause this allergic type reaction, therefore we will report this incident out of an abundance of caution. This incident is reportable according to 21 cfr 803. The FDA defines this as a serious injury {21 cfr sec. 803.3) as the office staff reported the patient having an allergic type reaction. The incident will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. An allergy test has been recommended. It is unknown if it will be performed. The patient's condition suggests a possible allergic reaction; a corresponding medical history was not taken in advance. We cannot determine if our product did or did not cause the alleged allergic reaction.

Event description:
Patient suffered a rash after the venus diamond composite was placed. The patient did not receive anesthetics for this procedure. In addition to the composite competitor's etchant and bonding material has been used. The composite was removed the same day and the rash subsided within 24 hours. The patient experienced lumps on her lips, blisters and crust on the side of her mouth that subsided in 3 days. The patient was prescribed antihistamine and an appointment with her general practitioner.